Manufacturer narrative:
The user facility has possession of the complaint device, and it is not known if they will be releasing it to mitek for a failure analysis. At this point in time, mitek is in the information gathering mode. When all that can be had is received an analysis of the data will be conducted, and the results of that investigation will be reflected in a follow up report.

Event description:
Our rep is reporting that during a knee procedure, the distal tip of an obturator fell unnoticed into the patient's joint space. The next day, central supply / steril processing noticed the defective obturator, traced it back to the case and notified the operating room of the issue. At this point, the patient was x-rayed to locate the device and a re-surgery was performed to remove the device fragment. It is unknown at this time what the patient's condition is. Also it is not known if the complaint device is being returned for a failure analysis.